Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/16/2016 with the following findings: during investigation, the battery compartment was cracked from the top to the cover, and below the bumper pad. Unrelated to the original complaint, the pump cover was cracked between the corner of the lens and the case seal. A leak test was performed and failed due to a crack in the pump case and in the battery compartment. No evidence of moisture was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was damaged and there was moisture present in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.